Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter met specifications prior to release to distribution. The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. No issues were observed. Meter did not powered on with button depression and test strip insertion. Initiated meter communication using usb cable plugged to the meter usb port and a computer usb port and connected to approved software. Communication was not successful and meter display is not on. De-cased meter and performed internal visual inspection. No evidence of fire/burn mark on cpu was observed. An extended investigation has been performed. Upon receipt, the meter was in a de-cased state. A visual inspection was performed using a microscope (eq5324) on the returned meter and the meter printed circuit board assembly (pcba). Aligning with phase 2 findings, a burn mark on the meter mcu was observed. The meter log was unable to be retrieved as communication between the returned device and pc was unable to be established with a known good usb cable. Functional testing was conducted on the returned meter. No batteries were returned with the unit; therefore, known good batteries were used throughout testing. The meter powered on when known good batteries were installed, however the meter would not power on, aligning with phase 1 results. Cpu mix match testing was performed, and upon replacing the returned cpu with a known good component, the meter powered on successfully via button press, data cable connection, and strip insertion. After replacing the cpu with a known good component, the reported issue of the meter being unable to turn on was no longer observed. Hpqe determined that the failure is consistent with damage caused by external electrical stress, introduced through the usb interface under non-standard use conditions. Therefore, this issue will be closed to not confirmed to use ¿ external factors. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section g-3 (date received by mfg) was incorrectly documented as 02/04/2024 in the previous initial report. The correct g-3 date is 02/04/2025.